Event description:
It was reported that, "the pt had a lot of osteophytes, large knee. Surgeon made distal femoral cut and proximal tibial cut and taking a lot of intraop xrays. Started with a 7 baseplate and based on xrays decided to use a size 8 instead. Went to finish femoral cut and sales rep advised surgeon that he needed to use size 7 on femoral component. Surgeon made decision to implant size 6 instead."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.